Manufacturer narrative:
A review of the manufacturing release data for this lot confirmed that all quality control specifications prior to distribution were met. There is no evidence of a systemic product quality issue. The investigation concludes that the reagent instability was likely caused by regional environmental factors. As no further data or updates were provided by the customer to facilitate a deeper logistics audit, this case is closed as no product issue.

Manufacturer narrative:
The cobas c 111 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable high glucose hk results from the cobas c 111 analyzer for two patients. Patient 1's initial result was 109.12 mg/dl. The repeat result on a cobas c503 was 95.2 mg/dl. Patient 2's initial result was 76.92 mg/dl. The repeat result on a cobas c503 was 67.9 mg/dl. The customer alleged there was a change in clinical interpretation between the c111 results and the c503 results.